Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the pump has been emitting repeated loss of prime alarms which were not resolved by using different cartridges from different boxes. The patient has a blood glucose (bg) of 493 mg/dl with symptoms including polyuria, polydipsia, fatigue, nausea, and loss of appetite. It is noted that the patient has cystic fibrosis and is on inhaled steroids: the basal rate was increased to compensate for the steroids. Patient reports no pain. The patient has discontinued pump therapy. Troubleshooting by customer support found the patient was using the cartridges per IFU. This complaint is being reported because the patient experienced hyperglycemia subsequent to the loss of prime issue.